Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071054/7071368/7071383/7071458.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite of multiple reprogramming done and having difficulty charging or turning on the ipg. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.